Event description:
It was reported that the patient underwent an anterior posterior lumbar interbody fusion l4-l5-s1 with instrumentation and using rhbmp-2/acs. Post-op, "my pain was worse, intolerable and non-stop. In addition, I started having spontaneous falls, toe numbness, shooting and shooting, burning, cramping, stabbing sensation extending into my toes. I used a cane for 4-6 wks after surgery. Placed on lyrica then topomax and now neurontin. I must take numerous meds to try and manage the pain which has been ineffective. Prior to this surgery I was working 60 plus hours per week. Now I'm on disability. I have chronic radiculitis, extensive scar tissue, inflammation and failed back syndrome. On 2010, I had a revision surgery where overgrown bone graft was removed from my nerves. In 2011, I had a spinal cord stimulator implanted. Presently I use my stimulator and pain meds to try and manage my chronic pain. My pain is constant and has affected my sleep and quality of life."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.